Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were out of range impedances on two 37703 itrel 4's. The device was reading over 40,000 ohms at implant. The device was removed and the old extension was connected to the pocked adapter and tested via the external neurostimulator (ens). The ens read normal impedances (700-900). When reconnecting the extension to the 37703 they still resulted in out of range electrodes. It was noted that all unipolar pairs were out of range. The device was then placed into the pocket and all impedances were normal. It was further noted that this resolved the issue. Several days later it was reported that the cause of the issue was that the device was not put into the pocket when checking impedances. It was further noted that the patient was doing great. It was further reported that the first device will be sent back but it was stated by the manufacture representative that 'I imagine that the itrel I'm sending back is fine, it wasn't until we opened the second itrel and called tach support that we realized we needed to put it into the pocket. Three days later it was reported that the device with the serial number (B)(4) was implanted in the patient and the device with the serial number (B)(4) would be sent back.

Manufacturer narrative:
Analysis of the neurostimulator model 37703, serial (B)(4), found no anomaly. The ins and a known good extension and lead were placed in a 0.9% saline solution and continuity was acceptable.